Event description:
It was reported that an unspecified number of syr 10ml pump compatible saline 10ml fil experienced product damage/deformation while still considered operable. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: 306547 batch no: 9308636, 9344927, 9344904, 9206958, 8176745, 9226762. Bag 4 - unspecified failure: customer sent one used me2017 attached to one used 10ml bd syringe, lot: 9308636, exp: 2022-10-31, 0.9% sodium chloride injection. Attached to one used non-bd needle-free connector. Bag 10 - unspecified failure: customer sent one used me2017. Attached to one used 10ml bd syringe, lot: 9344927, exp: 2022-11-30, 0.9% sodium chloride injection. Attached to one used non-bd needle-free connector. Bag 14 - unspecified failure: customer sent one used me2017. Attached to one used non-bd needle-free connector. Customer sent one used 10ml bd syringe, lot: 9344904, exp: 2022-11-30, 0.9% sodium chloride injection. Bag 20 - unspecified failure: customer sent one used me2017. Customer sent one used 10ml bd syringe, lot: 9206958, exp: 2022-07-31. Bag 43 - unspecified failure: customer sent one used me2017. Customer sent one used 10ml bd syringe, lot: 8176745, exp: 2021-06-30, 0.9% sodium chloride injection. Bag 48 - unspecified failure: customer sent one used me2017. Attached to one used 10ml bd syringe, lot: 9226762, exp: 2022-08-31.

Manufacturer narrative:
Information previously captured in this complaint has been moved to MFR#1911916-2020-00362 due to patient identifier on the bag. Lot#9127846 information is no longer in this complaint. The following fields have been updated due to additional information: b.5. Describe event or problem: it was reported that an unspecified number of syr 10ml pump compatible saline 10ml fil experienced product damage/deformation while still considered operable. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: 306547 batch no: 9308636, 9344927, 9344904, 9206958, 8176745, 9226762. Bag 4 - unspecified failure: customer sent one used me2017. Attached to one used 10ml bd syringe, lot: 9308636, exp: 2022-10-31, 0.9% sodium chloride injection. Attached to one used non-bd needle-free connector. Bag 10 - unspecified failure: customer sent one used me2017. Attached to one used 10ml bd syringe, lot: 9344927, exp: 2022-11-30, 0.9% sodium chloride injection. Attached to one used non-bd needle-free connector. Bag 14 - unspecified failure: customer sent one used me2017. Attached to one used non-bd needle-free connector. Customer sent one used 10ml bd syringe, lot: 9344904, exp: 2022-11-30, 0.9% sodium chloride injection. Bag 20 - unspecified failure: customer sent one used me2017. Customer sent one used 10ml bd syringe, lot: 9206958, exp: 2022-07-31. Bag 43 - unspecified failure: customer sent one used me2017. Customer sent one used 10ml bd syringe, lot: 8176745, exp: 2021-06-30, 0.9% sodium chloride injection. Bag 48 - unspecified failure: customer sent one used me2017. Attached to one used 10ml bd syringe, lot: 9226762, exp: 2022-08-31.

Event description:
It was reported that an unspecified number of syr 10ml pump compatible saline 10ml fil experienced product damage/deformation while still considered operable. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: 306547 batch no: 9308636, 9127846, 9344927, 9344904, 9206958, 8176745, 9226762. Bag 4 - unspecified failure: customer sent one used me2017. -attached to one used 10ml bd syringe, lot: 9308636, exp: 2022-10-31, 0.9% sodium chloride injection. -attached to one used non-bd needle-free connector. Bag 6 - pt. Event; unspecified failure: customer sent one used me2017. Customer sent one used 10ml bd syringe, lot: 9127846, exp: 2022-04-30. Bag 10 - unspecified failure: customer sent one used me2017. -attached to one used 10ml bd syringe, lot: 9344927, exp: 2022-11-30, 0.9% sodium chloride injection. -attached to one used non-bd needle-free connector. Bag 14 - unspecified failure: customer sent one used me2017. -attached to one used non-bd needle-free connector. Customer sent one used 10ml bd syringe, lot: 9344904, exp: 2022-11-30, 0.9% sodium chloride injection. Bag 20 - unspecified failure: customer sent one used me2017. Customer sent one used 10ml bd syringe, lot: 9206958, exp: 2022-07-31. Bag 43 - unspecified failure: customer sent one used me2017. Customer sent one used 10ml bd syringe, lot: 8176745, exp: 2021-06-30, 0.9% sodium chloride injection. Bag 48 - unspecified failure: customer sent one used me2017. -attached to one used 10ml bd syringe, lot: 9226762, exp: 2022-08-31.

Manufacturer narrative:
H.6. Investigation: six photos were provided. Each photo belongs to each of the bags listed in the complaints, (bags 4,10,14,20,43,48). Each photo shows an IV device, a plastic bag and a posiflush syringe. A clinical practice consultant (cpc) site visit and investigation from the area bd disposables sales and clinical consultant to michigan medicine was done due to ongoing complaints of disposable concerns including syringe tips breaking off inside of extension set me2017 or within stopcocks, in addition to tubing leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. Findings from the site visit determined that there is most likely a correlation to the usage of alcohol products (in the form of tips) and the incidences of cracked, broken or crumbled fixed collars on make luer end of set me2017. If proper dry times are not followed after scrubbing the hub, alcohol binding may result causing the reported failure modes. With the continued use of alcohol products; bd has proposed alternate products that will have improved product performance. The improved chemical resistance, including alcohol resistance, is due to the materials used in manufacturing the male and female luers. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause can¿t be confirmed. Nothing in our manufacturing process has been identified that could contribute to this failure mode. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9308636. Medical device expiration date: 2022-10-31. Device manufacture date: 2019-11-04. Medical device lot #: 9127846. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-07. Medical device lot #: 9344927. Medical device expiration date: 2022-11-30. Device manufacture date: 2019-12-10. Medical device lot #: 9344904. Medical device expiration date: 2022-11-30. Device manufacture date: 2019-12-10. Medical device lot #: 9206958. Medical device expiration date: 2022-07-31. Device manufacture date: 2019-07-25. Medical device lot #: 8176745. Medical device expiration date: 2021-06-30 . Device manufacture date: 2018-06-25. Medical device lot #: 9226762. Medical device expiration date: 2022-08-31. Device manufacture date: 2019-08-14.

Event description:
It was reported that an unspecified number of syr 10ml pump compatible saline 10ml fil experienced product damage/deformation while still considered operable. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: 306547 batch no: 9308636, 9127846, 9344927, 9344904, 9206958, 8176745, 9226762. Bag 4 - unspecified failure: customer sent one used me2017. -attached to one used 10ml bd syringe, lot: 9308636, exp: 2022-10-31, 0.9% sodium chloride injection. -attached to one used non-bd needle-free connector. Bag 6 - pt. Event; unspecified failure: customer sent one used me2017 customer sent one used 10ml bd syringe, lot: 9127846, exp: 2022-04-30 bag 10 - unspecified failure: customer sent one used me2017. -attached to one used 10ml bd syringe, lot: 9344927, exp: 2022-11-30, 0.9% sodium chloride injection. -attached to one used non-bd needle-free connector. Bag 14 - unspecified failure: customer sent one used me2017. -attached to one used non-bd needle-free connector. Customer sent one used 10ml bd syringe, lot: 9344904, exp: 2022-11-30, 0.9% sodium chloride injection. Bag 20 - unspecified failure: customer sent one used me2017. Customer sent one used 10ml bd syringe, lot: 9206958, exp: 2022-07-31. Bag 43 - unspecified failure: customer sent one used me2017. Customer sent one used 10ml bd syringe, lot: 8176745, exp: 2021-06-30, 0.9% sodium chloride injection. Bag 48 - unspecified failure: customer sent one used me2017. -attached to one used 10ml bd syringe, lot: 9226762, exp: 2022-08-31.